Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number : 1627487-2022-04175. It was reported that the patient has a drg trial on (B)(6) 2022. Reportedly, patient was in a coma at northshore hospital. The trial leads were removed on (B)(6) 2022 by the neurosurgeon. Patient was sent to the rehab and has gained consciousness.

Event description:
Additional information received indicates that the patient has been discharged from rehab.